Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd892976 and gd892984 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal low calcium and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. The patient was treated with unspecified antibiotics from (B)(6) 2012 to (B)(6) 2012 for the peritonitis. On (B)(6) 2012, the patient recovered from the event of peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4).this report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should relevant additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.